Event description:
We received a report that 17 days after implantation of a zmb00u0230 intraocular lens (iol) in the patient''s left eye, the iol became dislocated/subluxated. The surgeon decided to explant the iol. To do so the incision had to be enlarged, a capsule tear occured, and a vitrectomy was performed. The iol was discarded in the field. The surgeon noted that there had been folding issues with during the initial surgery. In follow up the surgeon noted that they were working on improving the patient''s vision which he noted to as ''permanent impairment''.

Manufacturer narrative:
Event date: (B)(6) 2014. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.